Event description:
A physician reported that in (B) (6) 2009, a pt with (B) (4) post-hyst pop stage 4 was implanted with elevate graft. The physician didn't get the right anterior fixating arm in as well as the left (it was really difficult) backside fixating cleats sunk well into the ssl and she thinks what happened was pt blew of the right anterior arm with nausea and vomiting post-op, developed a hematoma, and dehisced her wound sometime in the first week. At her follow up around day 10, the wound was open, mesh was exposed and the discharge smelled bad. The mesh was explanted and reimplanted with excellent fixation on the ssl. Pt was on oral antibiotic for 2 weeks. Pt is dry, asymptomatic and has a little stage 1-2 bulge anteriorly. She is very happy with her outcome.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. Ams was unable to analyze the product since it was not returned. No device malfunction was reported. The serial number was not provided for lot history review. Physician eval: pt healed anatomically and she is functionally doing well too.